Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread that came loose from its needle twice during a laparoscopically assisted anorectal pull-through (laarp).